Event description:
It was reported while using bd preset¿ arterial blood collection syringe, there was insufficient blood flow. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Bd investigated ten retained samples and found no molding defects or sub-assembly issues. All syringes functioned as expected during testing with water. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.